Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "monopolar curved scissors instrument was dark grey, and the screw base broke off". The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.72mm x 2.27mm in size. The instrument was found to have a detached fragment. The fragment broke off from the instruments tube adapter. The broken piece was not returned with the instrument. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the upper ring of the base of the monopolar curved scissors instrument was dark grey, and the screw base broke off the procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information. There is no additional information or photos available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.